Event description:
Reference number (B)(4) event occurred in germany it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011321, in question was manufactured at the reynosa site. The lot 6011321 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac 14, on 28/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5a02603 was manufactured according to the (wi) version 66 and manufactured in the sc07, on 24-jan-2025, with a total of (B)(4) units. The lot 4m03293 was manufactured according to the (wi) version 66 and manufactured in the sc08, on 19-jan-2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5a04030 was manufactured according to the (wi) version 34 welding in the machine ls24, and ls25, on 25/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4m03218 was manufactured according to the (wi) version 37 in the gluing of connector in the line 03, on 25/jan/2025, with a total of (B)(4) units the lot 5a04030 was manufactured according to the (wi) version 34 in the gluing of connector in the line ls24, and ls25, on 25/jan/2025, with a total of (B)(4) units the lot 4m03219 was manufactured according to the (wi) version 37 in the gluing of connector in the line 03, on 26/jan/2025, with a total of (B)(4) units conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.